Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with a cracked screen was functioning but was replaced to support continuity of insulin therapy; shipping and return procedures were provided, and data sync and device shutdown were advised. Symptoms included no reported adverse clinical effects and no changes in blood glucose control. Outcomes included no medical intervention, no hospitalization, and no long-term impact. Investigation included review of the reported damage, product history check, and assessment of device performance based on user report. Investigation of this device revealed a damaged display component with normal device operation, consistent with a screen break/crack without performance degradation. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device design or manufacturing.